Event description:
It was reported that patient presented for a scheduled procedure. It was noted that prior to procedure patient's lead exhibited elevated threshold. The lead was capped on (B)(6) 2024 and replaced with new lead as a result. Patient was discharged.